Event description:
The patient experienced an increase in seizures and their vns battery was noted to be low. The patient's generator was explanted and replaced. No other relevant information has been received to date.

Event description:
Diagnostics were noted to be within normal visits per the last session report for the patient on the doctor's tablet.

Manufacturer narrative:
Section h6. Evaluation codes / method: supplemental MDR 1 did not code 10 for diagnostics.